Event description:
Related manufacturer reference number: 2017865-2023-05247. It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the atrial lead exhibited over-sensed noised leading to inappropriate automatic mode switch. During the procedure, the physician noted insulation damage on the atrial and right ventricular leads. The leads were capped and replaced on (B)(6) 2023. The patient was recovering.